Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment for occlusion of aortic-pulmonary collateral arteries using a concerto coil, premature coil detachment occurred. The coil was released upon transfer to the microcatheter, and fluoroscopy was used to observe the coil separation. The coil was seen to separate from the wire, prompting removal of the microcatheter with the coil inside. The devices were prepared as indicated in the instructions for use. There was no friction or difficulty during delivery, no pushwire bending or breaking, and no repositioning or rotation of the delivery pusher. Continuous flush was administered during the procedure. No surgical or medicinal intervention was required, and the patient¿s blood flow remained normal with moderate vessel tortuosity. The patient was alive with no injury, symptoms, or complications reported as a result of this event. The patient's blood flow was normal, and their vessel tortuosity was moderate. Ancillary devices included a rebar microcatheter.

Event description:
Additional information was received. The cause of the premature detachment was undetermined.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.